Event description:
It was reported that prior to a scheduled generator change, the right atrial and right ventricular pacing impedances and high voltage impedances were noted to be low. It was noted that the elective replacement indicator (eri) was reached on (B)(6) 2024 but end of service (eos) was reached (B)(6) 2024 on the implantable cardioverter defibrillator (ICD). The low impedances and maximum charge time was reached between (B)(6) 2024 to (B)(6) 2024. There was also no capture at maximum output. Premature battery depletion was suspected. The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature depletion, low impedance measurements, capture anomaly, and charge timeout was confirmed. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The low impedance measurements, capture anomaly, and charge timeout was due to low battery voltage; the low battery voltage was a result of premature battery depletion. The battery was analyzed by its manufacturer and an internal battery anomaly was found. The cause of premature battery depletion was due to the anomalous battery.